Manufacturer narrative:
Initial and final MDR 1918474 - MDR 3003442380-2024-15797 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage at site event on 01-april-2024. Infusion set has been used for only a few hours and 2 others lasted at least 1 day. Insertion site was abdomen.the blood glucose level was over 400mg/dl. Therefore, patient was treated with correction via IV bolus. Customer replaced infusion set and resumed insulin successfully. No further information available.